Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, product type lead. (B)(4).

Event description:
It was reported that the device did not help the patient at all. The stimulator didn¿t work for them.